Event description:
It was reported the atrial lead impedance measured between 500 and 14000 ohms. The right atrial lead was tested with a pace/sense analyzer and no sign of lead fracture was identified (all measurements were normal). The device was explanted and the atrial lead reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.